Event description:
During an in clinic follow up, episodes of noise resulting in oversensing and inappropriate mode switching were noted on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the right atrial (ra) lead was capped and replaced to resolve the event. The patient was stable.